Event description:
This report is being supplemented to provide additional information received from the customer as reflected in b5. The customer further clarified that the gastrointestinal videoscope had attached to the patient's normal mucosa at the gastrointestinal junction. The scope underwent standard reprocessing after it was removed.

Event description:
It was reported that adhesive had bonded inside the biopsy channel tubing of this gastrointestinal videoscope. Reportedly, a third party hemospray was used together with this device and the hemospray got in and around it. The issue occurred during a therapeutic esophagogastroduodenoscopy and caused a 45-minute delay. The patient was already intubated. Another gastrointestinal videoscope was used along with the subject device to flush warm water to dislodge it. This device was eventually removed, and the procedure was completed without further incident. There were no reports of patient harm.